Event description:
During a check-out procedure at the manufacturer's service center, a ventilator service required alarm condition occurred. The device was not in patient use. During the evaluation at the manufacturer's service center, a service required code was observed in the downloaded event log. The device's oxygen blending module board was replaced to address the issue.